Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded inappropriate atrial tachycardia response (atr) events. Boston scientific technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to noise oversensing. In addition, the device detected for right atrial automatic threshold (raat) suspension due fusion beats or the low evoked response (ER). It was previously reported that the right atrial (ra) lead was suspected to be fractured. Additionally, a chest x-ray was performed and confirmed a lead fracture and the ra lead was capped. A new ra lead was implanted successfully. This ICD remains in service and there were no adverse patient effects reported.